Manufacturer narrative:
The reported event is inconclusive since the device was not returned for evaluation. A potential root cause identified was "inappropriate snap fit". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "prep: place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the clamp hinge. Close lid, being careful to avoid pinching the catheter. Identify securement site by laying the device retainer on the front of the thigh, leaving 1 inch of catheter slack between insertion site and the statlock® device retainer. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol per hospital policy. Let skin dry. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10-15 seconds). Using permanent marker, write initials and date of application on the statlock® device anchor pad. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Place and peel: align the statlock® stabilization device over securement site leaving 1 inch of catheter slack. Make sure leg is fully extended. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Removal technique, disengage: open retainer by pressing release button with thumb, then lift to open. Remove foley catheter from the statlock® device. Dissolve: wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove."

Event description:
It was reported that the patient advised she needed to place another order for statlocks as the last ones she received kept breaking. The patient stated that the statlock kept popping open so it did not hold the catheter.